Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-01845. Follow up revealed that the patient underwent surgery to remove an abscess that developed as a result of infection.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2018-01845. It was reported that the patient developed an infection via culture at the patient's trial lead site. It was reported that the cultures returned (B)(6) for (B)(6). In turn, the patient was sent home with oral antibiotics, but the infection worsened; causing the patient to be hospitalized. As a result, the patient is currently being monitored, and administered IV antibiotics.